Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient reported she erroneously set bolus increase from 0.1 to 0.5. During conversation, roche modified it, setting it again to correct value (0.1) but every time she presses the button, the amount increases by 0.5. The discrepancy between the value set and the bolus increase may cause an inaccurate bolus delivery. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.